Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.